Manufacturer narrative:
On 12/9/2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 00001080 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4) correction: field d4. Unique identifier( UDI) has been corrected from (B)(4).

Manufacturer narrative:
It was reported that during an atrial tachycardia (at) ablation procedure, the hemostatic valve cap (brim cap) of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small became detached. Device evaluation details: the device evaluation has been completed. On (B)(6) 2020, the device was visually inspected and it was found that the brim cap was detached. Small traces of glue residues were found on brim cap and this is evidence that the device was properly manufactured. Also it was found the vizigo was missing hemostatic valve. The issue of the hemostatic valve cap (brim cap) detachment continues to be MDR reportable and the hemostatic valve missing (separation) is also an MDR reportable malfunction. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the vizigo. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. -always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. -do not insert a dilator at an angle, as damage to the sheath valve may occur. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial tachycardia (at) ablation procedure, the hemostatic valve cap of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small become detached. The sheath was inside of the patient¿s body when the issue occurred, but the hemostatic valve cap detachment occurred outside the patient's body. No air entered the patient. No intervention was required, and the patient is fine. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue resolved. No patient consequences occurred.